Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell content in the platelet product. No medical intervention was necessary for this event. Donor unit # (B)(4). The disposable set was discarded at the customer site, therefore, is not available to be returned for eval. This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The signals of the rdf indicate that it is possible, though not conclusive, that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some white blood cells to escape. This could be caused by misloading the disposable set. Investigation eval and corrective actions are in-process. A f/u report will be provided.